Event description:
It was reported that during a da vinci procedure, the customer experienced multiple occurrences of system error code #20008. Initially, the site was able to override the error and continue with the case but the error recurred and could not be overridden. No pt harm, adverse outcome, or injury was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that system error codes #20009 and #21009 were experienced by the customer and not system error code #20008. This system error code was associated with a pt side manipulator (psm). The pt side manipulator is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. System error codes #20009 and #21009 appear when the da vinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer). The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. Upon determining this condition, the safety system put da vinci in a "recoverable safe state". Based on the system error logs two motor encoders were replaced. As of january 07, 2007, there have been no reported recurrences of the issue at this hospital.